Event description:
The customer reported the unit is not working on the battery. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer isolated the issue to the battery with a lot # r-2011-12. A battery was ordered to resolve the issue. This is a malfunction of the battery where the unit is not working on the battery.